Event description:
After an implantation period of approx. 171 months, oversensing and noise with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was capped.

Manufacturer narrative:
A small portion of the lead was returned for analysis. Upon receipt, the lead under complaint was found cut approximately 16 cm distal to the df-1 connector pin. Only the proximal fragment was received for analysis. The distal part was missing. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing and inappropriate shocks. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.